Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 115 mg/dl. After troubleshooting, the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Scratched lcd window noted during visual inspection.